Event description:
It was reported by a customer on (B)(6) 2011 the fiber tip flashed and melted. Per the customer, the fiber tip was not buried in the pt's tissue. Also, it was reported the fiber tip was not retrieved. No pt injury was reported.